Event description:
The customer reported that approx an hour into a gastric bypass procedure, the instrument would no longer seal tissue, resulting in some bleeding. No transfusion was necessary. The customer reported that, although there was evidence of energy delivery, neither a regrasp alarm nor an end tone was heard. Another device was used to complete the procedure without incident.

Manufacturer narrative:
(B) (4). (B) (4). A visual examination of the incident device revealed tissue between the jaws. When latched closed, the jaws aligned properly to each other. The device was tested for resistance, jaw gap, jaw splay (lateral misalignment) and spring compression and all tests were within the spec. The device was also tested on simulated tissue for proper activation and knife function with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.